Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v606250, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v606250, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4). Patient code pertains to the patient "not doing well." (B)(6). Correction: please note sections have been updated at this time. The previously reported ins with sn (B)(4) was identified as explanted prior to the events contained in this pe". Please see manufacturer report #3004209178-2014-22046. (B)(4). Additionally, (B)(4) have been removed.

Event description:
Additional information reported the patient developed an infection "at the end of (B)(6) 2013 and that he had the infection. "From (B)(6) 2013" with the "bacteria growing more and more." The patient reportedly "sought treatment due to inflammation" in (B)(6) 2013. The patient's physician cleaned out the infection at that time and "removed the equipment.&#63508;the patient then "lived without it for 1-3 months" it was further reported the patient had undergone 4 surgeries and was "not doing well" at the time of report. The patient reportedly wanted to replace his implantable neurostimulator (ins) with a new one because it was "causing a lot of bacteria.". The patient noted they had previously had inss removed twice "due to infection" and that his chest would turn green at those times and that it "seemed like it was happening again" at the time of follow-up, despite the fact the patient reportedly had the ins previously explanted and that it was in his possession at that time. Reportedly one of the patient&#62688;healthcare providers (hcps) said he could "sterilize it" and that another hcp "wanted a new one because it seemed his body was rejecting it." The patient's ins "battery did not work" at the time of follow-up however, so the patient wanted to return the device for a new one.

Event description:
It was reported the patient had 3 failed surgeries and they wanted to operate on him again to place different wires farther away, perhaps in the abdomen and not in the chest and not too close to the heart. The current location was infected so the body was rejecting the implant. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.